Event description:
It was reported by the customer, PICC accessed and leakage noted PICC removed and hole/aplit observed. PICC inserted on (B)(6) 2024 in to r cephalic vein cut to 49cm with 8cm external securacath insitu having paclitaxel and carboplatin chemotherapy unknown whether used for CT PICC removed (B)(6) 2024 due to hole/split. The leak was internal in subcutaneous tissue no imageing, patient had leakage of chemotherpy and of course was a negative outcome for the patient as chemotherpay delayed and new PICC had to be inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.